Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator's settings could not be adjusted. This allegation was a duplicate of an occurrence that was reported on MDR 2518422-2020-00487.

Event description:
The manufacturer received information alleging a ventilator's settings could not be adjusted. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.